Manufacturer narrative:
Received 1 rack of 456018p/b2103367 for evaluation. We have no further complaints for this material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimens. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Tubes were verified to have no presence of potassium or sodium, and additive content was found to be within specification in all tested samples. No deviations could be observed in the samples. Therefore, the complaint is not confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were received. However, the evaluation of the samples as well as the investigation of the issue is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states issues with high electrolytes. Customer recently switched to greiner tubes. This been occurring on and off for about a month. Electrolyte channel sensor has been replaced quite a few times. Very little hemolysis has been seen. Speed of centrifuge 1930 rcf for 10 min. Tubes are not being re-spun. Potassium and sodium, (mainly potassium) are affected and no other analytes affected.